Event description:
Per the clinic, the patient experienced an infection around the implant site and subsequent skin flap necrosis, resulting in a decision to explant the device. The device was explanted on (B)(6) 2012. It is unknown if the patient was reimplanted with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. This report is filed (B)(4) 2013.